Manufacturer narrative:
This product is not marketed in the u.s.. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -8.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault was observed, lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.